Event description:
Revision surgery - the pt had wear on the socket shell; the surgeon decided to go with a constrained socket insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy a worn socket shell after 5.4 years of patient use. The outcomes attributed to the event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 43rd complaint for this part number: 18 dislocations, eight infections, six dissociation, four loose joint, two fractures, one for pain, one limited range of motion, one trauma, and one non-assembly. This is the first complaint for this lot number. The root cause for the wear was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.